Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the external ventricular drainage system was found to be leaking from a crack in the stopcock which attaches to the mounting pole.